Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a brazilian product distributor customer site reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) with a galileo neo instrument, when tested on (B)(6) 2018.